Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67 year old white male patient enduring a stroke shortly after removal of the impella device. It was alleged that a clot had traveled through the catheter to the patient's brain. Three hours later, the patient expired.